Manufacturer narrative:
After inserting a battery, unit received with failed battery test due to moisture damage battery connector and pcba1. Unable to perform displacement, sleep current measurement, active current measurement and self-test due to the failed battery test alarm. Unit had cracked battery tube threads, cracked case corner of belt clip rails. The unit p-cap / test reservoir locks in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had cracked where the battery cap screws in on the back side. The insulin pump received failed battery alarm. Customer replaced the battery but then started getting a battery error alarm. Contacts are not missing, damaged, or corroded. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting and declined for low blood glucose. Customer treated the low blood glucose with water that had sugar. The device will be returned for analysis.